Manufacturer narrative:
This electrode was analyzed upon receipt from the field. During analysis, microscopic visual inspection noted a fissure in the adhesive just distal to the sense b electrode. The adhesive is used to secure and seal the electrode following insertion of the conductors during the manufacturing process. Resistance testing confirmed the electrode was electrically continuous and the conductor coil inner insulation was intact. Although a fissure was noted in the adhesive, laboratory analysis concluded that it would not have impacted the electrical performance of the electrode. Laboratory analysis did not confirm the reported observations. Patient code 3191 used to capture the surgical intervention that was undertaken.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were unsuccessful in converting the patient due to reported high defibrillation thresholds (dft). Surgical intervention was undertaken to explant and replace the system with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. (B)(4).

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were unsuccessful in converting the patient due to reported high defibrillation thresholds (dft). Surgical intervention was undertaken to explant and replace the system with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported.